Event description:
The facility's biomedical engineer reported an infusion pump with an error code 33 found during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.